Event description:
Reportable based on the analysis completed in 2005. The lesion being treated was a severely tortuous right coronary artery (rca). The physician attempted to reach the lesion with a taxus express2 3.0 x 16 mm drug eluting stent, however, the stent delivery balloon was unable to inflate. Consequently, the taxus stent was never deployed and no stent damage was noted. No pt injuries or complications were reported. The procedure was successfully completed using another taxus express2 3.0 x 16 mm drug eluting stent. Pt status is reported as "satisfactory/good". However, the returned product confirmed that there was stent damage.